Event description:
Per ed physician: "guidewire did not feed through the introducer needle, which has a diameter to feed the wire through so the md doesn't have to disconnect the syringe from the needle which helps in not losing position and place while the vein. The guidewire would not feed through the scepter so after several attempts, the syringe had to be detached from the needle. The guidewire flowed through the needle component itself after it was detached. The concern was the mechanism between the syringe and needle where the guidewire should feed through".